Event description:
Reporter sent letter received by end user to sunrise sales rep who then forwarded to manufacturer. In letter user stated that the frame of his chair has broke a second time and cause him to fall to the floor. No injuries reported. User does not want chair repaired but a new chair from another manufacturer. In further discussions with the user, he has decided to consider another chair from the same manufacturer but a different model. User has a very old style car topper that lifts, folds and houses his chair while he is in the car. It is thought by the dealer that this device maybe damaging the frame when it is folded because of the age of the topper. It may also be that the size of his chair is contributing to this damage while using this topper which does have a size limitation.

Manufacturer narrative:
Until chair is returned for evaluation it is difficult to determine the root cause/s. Mfg has asked user to send pictures of the damaged chair and parts. The chair has not been returned to manufacturer for evaluation at this time as user has not decided what he wants to do yet.